Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the ascent balloon catheter 4 mm x 7 cm (brs00040700 / unk) had deflation difficulty. Customer called monday and said that he used the balloon on friday for an embolization case (external circulation; cervical medial-stinal lesion) where he was going to inject onyx. He claims that he prepped the balloon using the details outlined in the IFU. He used 50/50 contrast. After prepping; he closed the stopcock and set the balloon aside (I believe it was sitting in the 50/50 mixture). He placed a saline flush line on the guide wire port and advanced the balloon. While under fluoro; he noticed that the balloon inflated while the stopcock was still closed and a wire in the appropriate port. He attached a 20cc syringe and tried to deflate the balloon but was unsuccessful. He tried another syringe; but was unsuccessful again. He finally pulled the entire balloon down to the 7f guide while still inflated. The balloon would not enter into the guide. So; he pulled out both the balloon and the guide together. After replacing the guide; he continued with the procedure; not using a balloon this time. The procedure was successful; according to dr.; and the patient is doing fine. Unfortunately; the product was thrown out by the staff and will not be available for inspection. The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Event description:
The complaint received states that during use the ascent balloon catheter 4 mm x 7 cm (brs00040700 / unk) had deflation difficulty. Customer called monday and said that he used the balloon on friday for an embolization case (external circulation; cervical medial-stinal lesion) where he was going to inject onyx. He claims that he prepped the balloon using the details outlined in the IFU. He used 50/50 contrast. After prepping; he closed the stopcock and set the balloon aside (I believe it was sitting in the 50/50 mixture). He placed a saline flush line on the guide wire port and advanced the balloon. While under fluoro; he noticed that the balloon inflated while the stopcock was still closed and a wire in the appropriate port. He attached a 20cc syringe and tried to deflate the balloon but was unsuccessful. He tried another syringe; but was unsuccessful again. He finally pulled the entire balloon down to the 7f guide while still inflated. The balloon would not enter into the guide. So; he pulled out both the balloon and the guide together. After replacing the guide; he continued with the procedure; not using a balloon this time. The procedure was successful; according to dr.; and the patient is doing fine. Unfortunately; the product was thrown out by the staff and will not be available for inspection.